Event description:
The reporter alleges the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event was reported. The blood glucose monitor cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.